Event description:
Hi, I'm (B)(6) years old and I had lasik done in 2008. I've had halos and starburst symptoms ever since that give me problems with night vision and also dim lit environments. I cannot look at a computer screen, a phone or a tv without the light on in the room even if it's day time or it will give me terrible eyestrain and headaches. I researched and found out this is due to higher order aberrations which I did not have before the surgery. On top of that after 6 years my diopter came back that I had before the surgery, and I even started having trouble seeing up close and now I am wearing multifocal glasses which is supposedly very unusual for people before the age of 40. FDA safety report ID# (B)(4).